Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent ¿bha¿ surgery. After rasping, a trial reduction was attempted with a 125std neck but insufficient offset was noted. The kla neck was then used but the head did not engage, preventing trialing. Trial reduction at the rasped stage was discontinued and a size 11 kla implant was implanted. A trial head was attached and trial reduction was performed. The surgery was completed successfully with a 30-minute delay. All available information has been disclosed.